Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced unhappy vision, the vision was functional but not crisp. On examination the lens was well centered in the capsular bag, there was 4.5 mm opening in the rhexis and the lens was clear. The iol was exchanged in a secondary procedure with goniotomy for different company lens. There was no patient harm, and the issue was resolved. The surgeon prognosis was excellent, and the patient was not hospitalized. No further information available.